Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on november 28, 2023.

Manufacturer narrative:
This report is submitted on october 27, 2023.

Event description:
Per the clinic, the patient experienced a wound infection at the implant site. The device was explanted on (B)(6) 2023 and there are no plans to re-implant the patient with a new device as of the date of this report